Manufacturer narrative:
Evaluation summary: one used lf1637 ligasure device was received, and an evaluation of the sample could not confirm the reported issue with sealing. Visual inspection found the cord plug of the device was warped and could not be connected to a generator for activation. No further issues were found with the visual and mechanical inspection. Because of the warped plug, the sealing capabilities of the device could not be tested, and the complaint could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had a sealing issue. There was no fusion after an end tone was heard indicating a completed sealing cycle. No patient injury occurred or medical intervention was required.